Manufacturer narrative:
(B)(4). Av disruption is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Av disruption is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication carries a high mortality and av groove disruption is typically not device related. In this case, the explanted device was not returned to edwards for analysis because it was discarded at the hospital. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation. However, patient factors likely played a roll. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 29mm bioprosthetic mitral heart valve was explanted at implant due to atrioventricular dissociation. The valve was implanted and found to be in perfect position with no evidence of tears or disruptions. A tricuspid valve repair took place before the patient was weaned from bypass. There was a substantial amount of bleeding coming from the posterior aspect of the heart which was identified to be coming from an av dissociation. A tear in the av groove was patched and the 29mm valve was removed. The valve was eventually downsized to a 25mm prosthesis; however, torrential bleeding from the av groove disruption was still present and attempts to control the bleeding were unsuccessful. Once off bypass, the patient suffered severe exsanguination and subsequently expired.